Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On 12/12/2024, it was reported by a sales representative via phone that an ar-8991 fibertak® dx suture anchor pulled out. This occurred during a wrist procedure on (B)(6) 2024 as they passed the repair stitch through the tendon and pulled it through the anchor it became stuck and would not move. As they attempted to keep pulling the anchor it pulled out. The case continued using another anchor. There was no harm on the patient. The case was delayed a couple of minutes and did not require additional anesthesia.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.